Event description:
Boston scientific received information that during a recent clinical follow-up, fluctuating left ventricular (lv) pacing impedances values were exhibited. During the associated device change-out, lv lead diagnostics were confirmed within range with a pacing system analyzer, thus the physician elected to leave the lead implanted with the new device. No specific adverse patient effects were reported and to date the lead remains active.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.